Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the device was not working. There was a report that the MRI was not related to the system. No symptoms were reported. Relevant medical history includes cervical/neck and spinal pain. No cause or outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.